Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 100 units of insulin. Customer filled the cartridge with an additional 140 units of insulin and completed the load sequence successfully. There was no reported impact to the customer's blood glucose level.